Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific product quality issue. Based on the information reviewed, the reported difficulty and subsequent unexpected medical intervention appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of a mildly calcified left common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional percutaneous endovascular abdominal aortic aneurysm repair (pevar). Reportedly, a cuff miss occurred with the first prostyle device. The sutures of two new prostyles were successfully pre-placed. The sheath was upsized to 16f sheath and the pevar was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.